Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with heavy calcification in the popliteal artery. The whisper guide wire could not cross the lesion due to resistance with the heavy calcification in the vessel. The guide wire tip separated, approximately 1 1/2 inch inside the anatomy. The guide wire was withdrawn successfully using a snare device. The lesion was not treated as the device was unable to cross the highly calcified lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned. The reported separation was confirmed although the reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported failure to advance was based on the patients anatomical condition and the separation and patient treatment was based on operational circumstances. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and no product identification was available on the returned product. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.